Event description:
Two years ago, I had essure put in to prevent any further pregnancies. Almost immediately, I started having a lot of problems. I talked to the dr about it and told him I wanted them removed. He sent me a letter and told me it was not in the best interest of his clinic to further provide me with gynecology care. So for 2 years I've been dealing with pain that doubles me over, lack of any kind of sex drive, memory loss, confusion, extreme fatigue, many bacterial vaginosis infections, pain with intercourse, skin infections, painful to touch, excessive scar tissue from nickle allergy was never informed that product contained nickle and heavy bleeding and blood clots during menstruation. I was scared for a year to have a pap because I really thought I had cancer.